Event description:
Report received from the USA stating that the "wires were exposed on the cord of the foot pedal." The reporter stated that the product deficiency was discovered during testing and was not being used during surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The motor device has not been received for evaluation. If additional information is received, a supplemental report will be sent. Ref: (B)(4).